Event description:
Additional information was received from the patient. The steps taken to resolve the electrical charges felt in the buttocks was the implantable neurostimulator (ins) was turned off. The doctor will evaluate the patient on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they were 5¿9¿ and weighed (B)(6) pounds at the time of the event. In order to resolve the electrical changes felt in the buttocks the device had been turned off, but it still shocked them twice while being off. An appointment was scheduled with the specialist for (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient's implant "seems to be fritzen." The caller stated that the issues was "not the stimulator but actually the battery pack." According to the caller the patient experienced discharges or electrical charges especially when really cold. The patient described the sensations as a "starburst in my bum." The sensations reported were momentary and go away without intervention, but the incidences were increasing. There were no trauma or falls that were reported related to this issue, however it was reported that when the patient was sliding into the back seat of a vehicle the seatbelt was up and they hit it pretty hard. This was described as "an oww." There were no recent medical tests or exposure to potential sources of electromagnetic interference. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.